Event description:
Litigation papers allege the pt has suffered and will continue to suffer damages including, but not limited to pain and suffering, future surgery and medical treatment, disability, disfigurement, medical expenses, hospital, monitoring, rehabilitative and pharmaceutical costs.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.